Event description:
Boston scientific received information that this right atrial lead displayed intermittent loss of capture due to high thresholds along with fluctuating pacing impedance levels which did reach over 2000 ohms. A surgical procedure was performed to surgically abandon and replace the lead with no adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.